Manufacturer narrative:
Evaluation, results: failure to follow instructions (IFU instructs the user to use before ubd). Evaluation, conclusions: user error contributed to event (IFU instructs the user to use before ubd). (B)(4).

Event description:
The physician successfully implanted a 2.75 mm diameter x 8 mm length integrity rapid exchange (rx) coronary stent system in a patient. Post use, it was noted that the product was used approximately 69 days beyond its use by date. No clinical sequelae were reported.